Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, it may or may not require intervention. The device was returned for evaluation, and the product evaluation is in progress. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
It was reported that a 23mm aortic valve was explanted after an implant duration of 1 year, 7 months due to pannus, leaflet thickening, and not opening properly. Per image evaluation the valve appeared to have a reddish hue and one of the leaflets appeared wrinkled from the outflow aspect. Valve appeared to have moderate host tissue overgrowth encroaching onto all three leaflets on the inflow aspect. Valve also appeared to have minimal to moderate host tissue overgrowth on the outflow stent circumference. As reported, the valve does not look like endocarditis per the surgeon and device malfunction was alleged.

Manufacturer narrative:
H10: additional manufacturer narrative. H3: product evaluation. Customer reports of pannus, leaflet thickening, and not opening properly were confirmed. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­10mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the outflow aspect. The free margin near commissure 1 of leaflet 1 was rolled toward the outflow aspect due to host tissue overgrowth. The free margin in the mid section of leaflet 1 was rolled toward the inflow aspect due to host tissue overgrowth created a gap in the central coaptation region. Host tissue on the stent circumference was moderate at the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 1 was thickened and swollen at the cusp area. A suture remained attached to the sewing ring around leaflet 2 near commissure 3. Wireform was exposed around leaflets 2 and 3 on the inflow aspect. Explanted valve appeared to have a reddish hue in the photos provided due to blood. Photos provided of valve otherwise appeared consistent with lab findings. The device was returned for evaluation. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.